Event description:
It was reported by the customer that the pyxis medstation es system drawer fails to open during the dispensing process. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the spring required replacement. A field service engineer, replaced hard stop assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.